Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4074 implantable pacing lead - (B)(6) 2009; 4574, implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported by the patient that shortly after implant, the lead was found to have dislodged. The lead was repositioned. Within a few months, the patient indicated falling, and it was determined that the lead had dislodged slightly, but it was decided to leave the lead in position. Recently, the patient complained of feeling a 'strong heart beat' every day, which after a visit with the physician, was determined to be diaphragmatic stimulation. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.